Event description:
Customer reports to have high blood glucose of 570 mg/dl and was treated with manual injection and insulin pump. During troubleshooting, alarm history showed spanish software anomaly, signal too low alarm and an unexpected restart alarm. Customer did not have tubing clamp in order to complete high pressure test. It was also found that cannula was bent. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no signal to low or unexpected restart alarm noted during testing. The insulin pump passed unexpected restart error test and self test. However, unit had multiple error alarm in alarm history screen. The error alarm was due to corrupted history file. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, minor scratched lcd window, cracked belt clip slot and battery tube threads.